Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for analysis. No obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies on any portion of the catheter body. Microscopic examination of the 10cm mark location did not reveal any obvious bulging or divots. The catheter body length from the juncture hub to the distal tip measured 19 15/16", which is within the specification limits of 19 1/2"-20" per the catheter product drawing. The catheter body outer diameter measured 0.067", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. A thorough analysis of the outer diameter at the 10cm marking was performed around the entire circumference. The outer diameter measured 0.067", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. The returned catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy". A lab inventory 0.018 guide wire (measured 0.01725") was able to pass through the catheter with minimal resistance. The catheter was also inserted through a lab inventory peel-away catheter (inner diameter measured 0.077". The catheter passed with little to no resistance. Performed per IFU statement, "insert catheter through peel-away sheath to final indwelling position". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection". The IFU also states, "do not use if package is damaged". The report of a bulging/ballooned catheter body was not able to be confirmed through analysis of the customer supplied sample. The returned catheter met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. The catheter body met the outer diameter requirement at the 10cm marking and was able to advance through a lab inventory peel-away sheath as expected, without resistance. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "there was a palpable bulge on PICC at 10 cm line." The issue was identified prior to use on a patient during inspection/functional testing.

Event description:
It was reported that: "there was a palpable bulge on PICC at 10 cm line." The issue was identified prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4).